Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir plastic ring that holds the reservoir broke off and the reservoir came out. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, minor scratched display window, missing end cap sticker and broken reservoir tube lip, however test reservoir will lock/click in place properly.